Event description:
It was initially reported that the device failed the user test and had the service indicator illuminated. Then further to evaluation, it was observed that the device would log multiple event codes and would not provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the failure. Physio observed that as soon as the charge button was pressed, the device disarmed defibrillation energy. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After the repairs, the device was returned to the customer for use.